Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 46.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that noise and high, out of range pacing lead impedance were observed. The lead was explanted and replaced. The patient tolerated the procedure well and no complications were observed. The physician suspected the impedance issue may have resulted from the device migrating within the pocket, causing a loss of slack in the lead.